Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) was stuck in the inserter. Reportedly, the lens had contact with the patient's eye. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 5/9/2018. Device evaluation: the complaint unit was received in its original packaging. The plunger was observed in advanced position and lock. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection was performed at 10x microscope magnification: the lens was observed stuck at the cartridge tube and the pushrod overrides it. Dent/distortion was observed on the cartridge tip. The reported issue of stuck in cartridge was verified. However, the conditions in which the sample was received are consistent with a product that was previously handled and prepared for surgical process. Based on the evaluation, there is no indication of a product quality deficiency. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed no additional investigations requested for this production order. Labeling review: the dfu was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.